Event description:
Procedure type: laparoscopy. According to the reporter. Surgeon noticed spark from connection site of black cautery cord and instrument. All parts inspected by biomed department. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).